Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 82 mg/dl and the cause was not known. Due to not being able to help herself, the customer's spouse assisted the customer with drinking juice to address the low bg. As the customer was not currently experiencing a low bg, tandem technical support advised the customer to discuss the event with a healthcare provider.